Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the erythema has resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing a suspected allergic reaction at the ipg site. The reaction was determined to be erythema. In turn, further intervention may take place to address the issue.